Event description:
The customer reported to beckman coulter inc., (bec) that they obtained erratic (imprecise) inhibina results for one patient using the laboratory's access 2 immunoassay system. A patient sample had initially resulted at 106pg/ml and upon repeat testing using the serum that had been frozen; a result of 143pg/ml was obtained. These results were outside the precision claims {< 8% as stated in the assay's instruction for use (IFU)}. The customer stated that they were repeating frozen patient samples and this is how the erratic (imprecise) inhibina results were discovered; however, the customer did not supply the date in which the initial inhibina results were obtained. The customer has not generated an amended report for the patient and confirmed there was no change to, or impact on, patient treatment.

Manufacturer narrative:
There is no system information provided for review; however, the customer reported no issues with qc recovery or with routine system check performance. A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse replaced the old mixer pulleys and performed a system check, high sensitivity system check, and all levels of qc; all results were within assay/instrument specifications. No hardware malfunctions were identified by the fse that may have caused, or contributed to, this event. Upon review of all supplied data, there is insufficient evidence to determine a definitive cause for this event.